Event description:
Reporter stated that patient's blood glucose was tested, using the sensor system, with a "too low" value (actual value was not provided). No action or inaction based on device output was reported. An unspecified time later, patient was reportedly taken to the hospital where blood glucose measured 700 mg/dl a hospital device. Reporter indicated that patient was hospitalized for 1 month, during which he was placed on artificial respiration. No information about treatment received for hyperglycemia was provided. Technical support requested the return of the sensor system and replacement product was shipped.